Event description:
Pain and swelling in left breast, pain in right breast after mammogram, also lumps and dimples in both breast. I have allergan 20-800 silicone breast implants. Surgery date: (B)(6) 2018. Mammogram and others said cancer doesn't cause pain. Other unexplained health conditions; capsulary contracture with breast distortion and severe pain. Believed I was going into early menopause. A one view asymmetry is identified in the upper left breast, on the implant displaced mlo view, middle depth 6 cm from the nipple. FDA safety report ID# (B)(4).